Event description:
According to the reporter, during an open gastrectomy procedure, the reload could not press staples. A new device was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: gia80mtc - cartridge gia80mtc medthk tristp, lot# n3f0270uy medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open gastrectomy procedure, the reload could not press staples. The stapler failed to fire. A new device was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: b5, d1, d2, d3(MFR name, street 1, MFR city, MFR region, postal code), d4(model#, catalog#, expiration date, lot#, UDI#), d8, g3, g4, h4, h5, h8 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.